Event description:
The customer stated there is no further information about the procedure. The surgeon is unknown. She stated that the clip would not release from the jaws of the device.

Manufacturer narrative:
(B)(4). Jaws unable to open_ open after assistance. The analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one formed clip with tissue in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).